Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported that on (B)(6)2)017 they we re having issues with their back so they went to use their patient programmer to make adjustments but they were not feeling any stimulation. They increased the stimulation up to 6 volts but were still not feeling anything. On the day of the report they synced with their patient programmer which showed that stimulation was on. The patient increased to 7.2 volts and was now feeling stimulation. The patient was redirected to follow up with their healthcare professional (hcp) if their pain continues. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.